Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid to proximal left anterior descending artery. After an unspecified stent implant was deployed successfully, the 5.0 x 20 mm nc trek balloon catheter was inflated one time to 16 atmospheres for 15 seconds for post-dilatation of the stent; however, the balloon would only partially (half) deflate. Resistance was felt during attempted retraction of the balloon catheter from the guide catheter; therefore, the guide catheter and the balloon were removed from the anatomy as one unit. Although vessel access was lost and re-accessing of the vessel was required with new devices, there were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.